Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error. The patient stated that he turned the homechoice off for two hours. The patient stated he went through the setup again, but the patient line had air bubbles. Baxter representative asked the patient if he started over with new supplies and the patient said no. The lot number is unknown therefore a batch review was not performed. The complaint cannot be confirmed in the lab due to a lack of sample. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted (B)(4) regarding assistance with starting the initial drain cycle before connecting while using the homechoice (hc) during therapy. The patient stated that he turned the hc off for two hours. The patient stated he went through the setup again, but the patient line had air bubbles. (B)(4) asked the patient if he started over with new supplies and the patient said no. (B)(4) explained that it was recommended that the patient start over with new supplies. (B)(4) then had the patient cycle power and close the clamps. The hc went to the "press go to start" prompt, and (B)(4) assisted the patient with starting over with new supplies. Product surveillance contacted the patient who explained that he was connected with the air appeared in the patient line. The patient did not speak with their nurse about this event, and product surveillance advised the patient to notify their nurse. The patient stated there were no injuries/infections as a result of this event. The patient stated he was aware of proper procedures. No injury or medical intervention was reported.